Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that patient claimed that cardiac resynchronization therapy defibrillator (crt-d) battery went down early, thus the device was replaced. Additional information obtained from the field representative confirmed that the device was implanted for a length under 5 years. The device was explanted and will be returned. No additional adverse patient effects were reported.